Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump was under delivering. The customer experienced high blood glucose level of 33.2 mmol/l at the time of incident. The customer¿s current blood glucose value was 21 mg/dl. The insulin pump had a crack in case. The customer was assisted with troubleshooting. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer treated high blood glucose value with insulin pen. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Customer experienced symptoms such as strong thirst and headache. The device will not be returned for analysis.